Event description:
This is not an isolated event, in general all the 2 port connectors are weak. Housewide we replaced all of the connectors about 12 months ago and we were given a bag of about 200 extra connectors. We have used all of them.======================manufacturer response for 2-port bp flexiport fitting, welch allyn (per site reporter).======================they felt that we may have been using them incorrectly or been too rough on them because they claim that they have been factory tested to work for 200,000 uses.